Manufacturer narrative:
D4: updated UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: paroxysmal atrial fibrillation/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial fibrillation with rapid ventricular response. Amiodarone was given. The pump was confirmed to be in proper position. The patient was in stable condtion.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b explant date updated. Correction: d4 was inadvertently omitted on the initial manufacturer device report.